Manufacturer narrative:
Philips has investigated this complaint. According to information collected, the customer confirmed to the philips remote service engineer that a new battery and charger did not solve the issue. The wireless footswitch would still not charge when plugged in and the battery led was red indicating an empty battery. The customer installed a new wireless footswitch and wireless base station and the system was returned to use. Updated codes based on investigation.

Event description:
It has been reported to philips that the wireless footswitch was not connecting. No harm to the patient has been reported to philips. The procedure was completed by using a wired footswitch philips has started an investigation of this complaint.